Event description:
The account generated discrepant elevated pt results using the abbott clinical chemistry glucose assay on the architect c8000 analyzer. A glucose result of 206 mg/dl was questioned by a physician. The same sample retested at 89 mg/dl. No impact to pt management was reported.

Manufacturer narrative:
An abbott customer technical advocate (cta) suggested inspection of all architect c8000 probes, calibration of the probes, and inspection of the tubings. The customer noted no drips from the probes, nor were the cuvettes overfilling. The customer requested an abbott field service rep (fsr).the fsr found that the r2 reagent probe was out of alignment. The customer recalibrated the r2 probe to resolve the issue. The architect system operations manual (pn 96211-103, june 2005), section 10, troubleshooting and diagnostics, sample results observed problems, lists multiple probable causes of erratic results and poor precision which includes alignment of the probes. Review of architect labeling determined that current labeling adequately addresses the customer issue. This is the final report.